Event description:
Healthcare provider reports: act results for several cases lower than expected on hemochron signature plus system. On (B)(6) 2010, a patient's act results were lower than expected. Patient was given 16,000 units of heparin to obtain an act result of 231 when around 10,300 units was the expected heparin dose. No adverse events reported. The cath lab reported being concerned that pt seem to need greater amounts of heparin to achieve desired act results.

Manufacturer narrative:
(B)(4). Manufacturer awaiting further complaint information and product return for further complaint evaluation.